Event description:
Lap vericocelectomy. Allegedly, the following occurred. Trocar/port pulled out of port site, instrument edge part way down the shaft sparked to the skin causing a burn/lesion. No visible signs of insulation break. Excision of skin burn lesion. Patient reported to be in satisfactory condition.

Manufacturer narrative:
Tracking no: us200606-0335. 6/7/2006 sent to FDA.